Manufacturer narrative:
Additional contact info: (B)(6) medical center, (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump may have under infused. It was reported that the patient was not able to resolve a high-pressure alarm that occurred on the pump approximately one (1) hour after the start of infusion. It was stated that english was not the patient's first language. Per reporter the patient only received 2cc out of 46 hours. It was also reported that the patient was instructed to follow up with the infusion center. No adverse patient effects were reported.